Event description:
Right total knee arthroplasty [knee arthroplasty]. Knee swelled up and painful [knee swelling]. Knee swelled up and painful [knee pain]. Pseudoseptic reaction [pseudosepsis]. Case narrative: based on additional information received on 05-feb-2019, the case initially assessed as non-serious was upgrade to serious (serious events of knee swelled up and painful and right total knee arthroplasty added). Initial information received on 12-nov-2018 from united states regarding an unsolicited valid non-serious case received from the patient. This case involves (B)(6) year old female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) and had pseudoseptic reaction (latency: 7 months 21 days), knee swelled up and painful (latency: 10 months 25 days) and right total knee arthroplasty (latency: 9 months). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had grade 4 patellofemoral arthritis and there was no cartilage left and patella was severely affected. Patient was taking unspecified medication for being hyperthyroid and pain. On an (B)(6) 2017, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at a dose of 2 ml for 3 weeks (lot - 7rsp010b) for unknown indication. On (B)(6) 2018, patient experienced pseudoseptic reaction (latency: 7 months 21 days). On (B)(6) 2018, patient had right total knee arthroplasty. On (B)(6) 2018, patient recovered from psuedoseptic reaction. On (B)(6) 2015, patient' knee swelled up and was painful. Patient had triamcinolone acetonide (kenalog) injection. There was no suspected transmission of infectious agent. Corrective treatment: triamcinolone acetonide for knee swelled up and painful outcome: recovered for pseudoseptic reaction; unknown for rest of the events a product technical complaint (ptc) was initiated on 15-nov-2018 for synvisc; batch number; unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for right total knee arthroplasty, intervention required for knee swelled up and painful. Additional information received on 15-nov-2018. Gptc number added and results were updated. Follow up information received from healthcare professional. No new information. Additional information was received on 05-feb-2019 from patient. Patient demographics updated. Medical history added. Therapy details and lot number was added for the suspect and also, action taken was updated to not applicable. Events of right total knee arthroplasty, knee swelled up and painful were added. Seriousness criteria was updated. Clinical course updated. Text amended accordingly.